Event description:
It was stated that the device won't stop alarming. There was no reported patient involvement.

Manufacturer narrative:
E1 phone number: (B)(6) . B3: date of event is unknown, no information has been provided to date. One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the downstream occlusion seal. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device dso seal was replaced and the device passed all testing.